Manufacturer narrative:
(B)(4). This complaint is an ancillary service event found during the investigation of (B)(4), and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2012-04666 for the investigation. If any additional information is received, a followup will be sent

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:02:17. During night drain cycle ten, the patient's ultrafiltration reading was 1510ml, indicating the home patient (hp) drained 1010ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.